Event description:
It was reported to boston scientific corp in 2007, that the ultraflex covered ng esophageal stent was used in a gastroscopy procedure (pt age, gender and weight unk). According to the complainant, "the stent failed to deploy." The physician successfully completed the procedure with a second ultraflex covered ng esophageal stent. At the conclusion of the procedure, the pt's condition was reported as "stable."

Manufacturer narrative:
The event, as reported, did not reflect an MDR-reportable scenario; however, eval of the returned device revealed an MDR-reportable malfunction. This MFR report is being submitted based on these eval results. A visual examination of the returned device revealed that the distal stent loops were partially deployed, the pull-ring was missing from the end of the deployment suture thread, and the end of the thread appeared frayed (see figure 1, page 3). A functional eval indicated that while it was possible to deploy the remainder of the stent, some initial resistance was encountered. The root cause of the failed deployment is unk. A review of the device history record for the pertinent lot was performed; no anomalies were noted. A search of the complaint database revealed that no additional complaints have been reported for this lot. The december 2007 15-month ultraflex esophageal stents product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.